Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the needle sftygld 23x1 rb mck experienced a needle that was loose/pulled out of hub. The following information was provided by the initial reporter: material no: 306610, batch no: 0141219. During a routine flu vaccination administration, a safety needle was used. Administration completed without an issue, however, once the needle was attempted to be retracted from the patients skin, the provider reported the following: "[I] was able to give the vaccine but when pulling out the needle, it remained in the patients skin sticking from the right thigh. I was able to pull the needle out with my hand with no injury or harm to the patient". We had a safety needle separate from the assembly and remain in the patient during a routine flu vaccination administration.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle sftygld 23x1 rb mck experienced a needle that was loose/pulled out of hub. The following information was provided by the initial reporter: material no: 306610, batch no: 0141219. During a routine flu vaccination administration, a safety needle was used. Administration completed without an issue, however, once the needle was attempted to be retracted from the patients skin, the provider reported the following: "[I] was able to give the vaccine but when pulling out the needle, it remained in the patients skin sticking from the right thigh. I was able to pull the needle out with my hand with no injury or harm to the patient". We had a safety needle separate from the assembly and remain in the patient during a routine flu vaccination administration.